Manufacturer narrative:
Follow-up # 2 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a visual inspection of the pump showed that the bumper pad had come loose off from the pump. Unrelated to the complaint, the display was dim and discolored. The battery cap was cracked and half of the cap threads were cracked off from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 stating that the ¿bottom fell out of the pump.¿ there was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 date of submission 06/24/2014:additional information:the reporter contacted animas on 06/09/2014 to report the additional information that the bumper grip pad was the part of the pump that had fallen off. This is generally not considered a reportable issue as it is an inconvenience and does not affect insulin delivery function.